Event description:
Radiology staff noticed leaking from the medrad injector tubing when trying to prime the CT injector. Of note, there has been a recent recall notice from the manufacturer for this product. However, for this event, the lot number listed on the device is not included in the recall. When staff took the tubing out of the packaging, it appeared to be intact. However, when they attached the tubing to the injector syringe, they heard an audible "crack." Upon removal of the tubing, it is obvious to see that it is cracked. These are the same use conditions that staff saw under the previous medsun report for this device when multiple lots were identified as having a problem and over 200 devices were returned to the manufacturer. No excess force or torque has been used to apply the tubing to the syringe. Staff contacted the manufacturer directly to report the problem. The packaging from the affected device appears intact. Another product from the same lot number was used with no problems. There was no visual crack seen in the tubing prior to placing it on the syringe. The tubing is stored in a storage shelf in a temperature regulated environment. The packages have not been crushed or handled in any way that would contribute to these event findings.====================== health professional's impression======================medrad has recently issued a recall for this product. However, the recall notice did not include this lot number. Staff suspect that the recall notice from the manufacturer may have a broader scope than what was sent out.====================== manufacturer response for CT t-connector and prime tubing, stellant sterile disposable syringe======================radiology and risk management staff contacted the manufacturer. We intend to return the affected product to the manufacturer & are awaiting their return product instructions.